Event description:
It was reported that the tubing popped out at the filter in a micro volume extension set during priming. A syringe was used to perform a saline flush and when manual pressure was applied, the tubing popped out below the filter (at the male luer adapter end). There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: a non-baxter product was received for evaluation. The customer was contacted and was able to clarify that it was not a baxter device that was involved in the incident. The product was returned to the customer without evaluation.